Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant procedure of implantable pulse generator (ipg), parameter check revealed no capture at maximum ouput. As a result, the ipg was re-positioned approximately seven times and the no capture issue remained. The ipg was removed and exchanged for a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.